Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The cause of the cannula kink was not determined as no clinical information was provided.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, a kinked cannula was identified. The physician chose to remove and replace the impella, and there was no reported harm to the patient. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.